Manufacturer narrative:
Device evaluated by MFR: received product consisted of an epic device with no other devices. The safety-lock was securely attached to the rack, as-received; however, it could not be determined if it was removed and replaced prior to return to bsc. There was blood in the lumen. The distal end of the stent was partially expanded a length of 3mm. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to partial deployment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that premature stent deployment occurred. A 7x80x120 epic¿ vascular stent was selected. During unpacking, the physician went to insert the device into an unspecified sheath. It was noted that the stent was actually exposed and the stent started to deploy. The stent came out of its housing; however the locking mechanism was still in placed. The device never entered the patient's body. The procedure was completed with a 7x100mm epic¿ vascular stent. No patient complications were reported.